Event description:
The patient reported that they had developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours on their arm. Symptoms reported include hyperglycemia, redness, blood, pain, burning sensation and swelling. The patient stated that the following day, the infection worsened resulting in them seeking medical attention. The patient went to hagaziekenhuis locatie sportlaan on 18may2025 and was diagnosed with an infection. The patient was prescribed oral antibiotics (name, dosage and duration unspecified). The patient stated that their blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) but they were able to treat it by applying a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.